Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID; 3487a-33, lot# j0343894v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
A manufacturer representative reported that during an implantable neurostimulator (ins) replacement procedure due to normal battery depletion they were seeing impedances <(><<)>50 ohms on contacts 9 and 10. The patient was programmed on both contacts 9 and 10. They checked references on both contacts 9 and 10 and they were still <(><<)>50 ohms on both contacts. All other electrodes seemed fine. The patient had never had any issues with their therapy but they had been having to charge their ins more frequently over the past few months prior to the report. The device was checked on (B)(6) 2015 and at that point the patient was charging every other week. The patient was using 2 programs at about 1.25v each. The patient had not reported any falls or trauma. There were no patient symptoms reported. The ins was replaced and they programmed around the impedance issue. The patient was indicated for other pain indications.